Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a failure with the recharger and that a "no device found" message was seen and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative (caller) regarding an external device to an implantable neurostimulator (ins). It was reported that the patient (pt) had been having issues with their ins getting harder and harder to recharge. Caller said it had been hit or miss getting the ins to recharge. Caller said the other night it was so hard to recharge that the pt just to just forget it because they were in a lot of pain trying to help getting the ins charged. Caller said this had been an on and off issue for the last couple of months. Pt was in the hospital for an MRI and the caller had to try several times to get the device to connect to even get the ins into MRI mode. Caller said they can feel the pt's ins since the pt is very thin so they know they are right over the ins. They said they had gotten error messages and explained seeing the passive recharge mode screen. Caller also mentioned that they could push the recharger hard against the pt's back to get it to connect momentarily. Caller inspected the recharger and controller port; caller said they both looked good. Caller then went into prm with the recharge antenna over the relay box (number were 0-0-3). Caller then said the end of the recharger was getting pretty warm/hot. No symptoms were reported. A replacement recharger was sent out.